Event description:
Customer reported that "hand-held massimo oximeter did not register a valid heart rate or saturation during a resuscitative event after a stat c-section".

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed. A product labeling review was conducted which included reviewing the directions for use (dfu). As a precaution, it is indicated in the direction for use (dfu) the following: "failure to properly connect the sensor or the oximeter module to the cable will result in intermittent readings, inaccurate results, or no reading". This is a f/u to the user facility report submitted and received by masimo. (B)(4).